Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm motion sensor test failure alarm and unable to perform occlusion test and excessive no delivery test due to motor error alarms. Device passed displacement test, rewind test, basic occlusion test and prime test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure. Customer's blood glucose value was 215 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer was not able to complete rewind the insulin pump. The device will be return for analysis.